Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have melting/burning on connector pins 3 and 4. No adverse event reported. Device was returned, and replacement was sent.